Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a damaged contaminated collet in the reported problem area of the pipette assembly. Two tip clamps and plunger clamp were replaced. The instrument was inspected, tested without further problem, and returned to service.